Event description:
It was reported the patient presented two years after ipp implantation, a small bowel obstruction. The reservoir had migrated intraperitoneally and had invaginated into the small bowel causing intussusception with ischemia. The patient underwent small bowel resection and the reservoir was placed extraperitoneally on the right side of the bladder. Related to MFR report # 2183959-2013-00726.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Literature article: levine la and hoch mp. Review of penile prosthesis reservoir: complications and presentation of a modified reservoir placement technique. J sex med 2012;9:2759-2769. The manufacturer of the inflatable penile prosthesis was not provided.